Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed.

Event description:
Company representative reported via healthcare provider a reported the following "performing the exchange (sizing down), I saw free gel on one side the instant the capsule was opened. It stuck to everything and stretched when pulled on. The shell was also completely engulfed in gel. The one on the opposite side was intact but had clear evidence of gel bleed on the perimeter. It did leave a bit of gel material alongside the cut. When I did it again and touched the gel, it stuck and stretched just like the other one." This record is for the right side. The device has been explanted.